Manufacturer narrative:
The test strips were requested for investigation. The reporter's strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown stago reagent. Patient 1 meter result was 5.6 inr. The result from the laboratory within 30 minutes was 4.05 inr. On 14-mar-2022, the meter result for patient 2 was 8.0 inr c next to the result. The patient's finger may have been wet with alcohol and the finger was squeezed a bit to obtain the sample. Both of these factors could cause the meter to display a c with the result. Patient 2 was retested and the meter result was 6.8 inr. The result from the laboratory within 30 minutes was 4.02 inr. Patient 1 has a therapeutic range of 2.0-3.0 inr. Patient 2 has a therapeutic range of 3.0-3.5 inr.